Event description:
Lasik - simple myopia. Vision was 20/35 at first - then deteriorated. Dr did a follow-up enhancement with same results. Now I wear contacts with a 2.25 correction. Dr was leader in field told me that he did nothing wrong and I was a "bad healer".